Manufacturer narrative:
Follow-up #1: date of submission 07/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: a review of the black box did not show any evidence of motor issues or alarms. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no issues occurring. The pump was exercised for 24 hours with no issues occurring. The motor was found to be operation appropriately and no motor issues were found during investigation. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter alleged that the motor function was lagging. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a motor issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.